Event description:
On 8/jan/2024, it was reported that this male patient on peritoneal dialysis (pd) was hospitalized for an infection that may have been peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2024, the patient was admitted into the hospital. The patient had a pd culture obtained which generated an elevated white blood cell (wbc) and no organism growth and the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy intraperitoneally with vancomycin and ceftazidime (dosing not provided). On (B)(6) 2024, the patient was discharged from the hospital continuing pd therapy with the same cycler. The patient has recovered from the event, according to the pd nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach infection control.